Manufacturer narrative:
Concomitant products: 305c225 valve implanted: (B)(6) 2015; 310c29 valve implanted: (B)(6) 2015; 5086mri52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising values of both thresholds and impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.